Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level mentioned in the report. Technical support provided complete pump reset instructions and walked the caller through the process, resulting in the successful start of their sensor session without further errors.